Event description:
Customer feedback: asked if blood on swab could affect test result.

Manufacturer narrative:
There are clear requirements in the instructions: do not use on anyone who is prone to nosebleeds or has had facial or head . In view of the existence of blood stains after sampling, the verification result: endogenous interfering substances /whole blood (4% ): no cross-reactivity and no interference . Because there is no specific description from the customer, it is uncertain whether it will affect the test results.